Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose value was 500 mg/dl at the time. The customer reported that she received insulin flow block alarm. The customer was assisted with troubleshooting for high blood glucose. The customer was assisted in performing high pressure test and it was passed. The additional blood glucose values were 161 mg/dl and 168 mg/dl. The insulin pump will not be returned for analysis.